Event description:
Reportedly the patient underwent surgery, for the excision of a deep subcutaneous mass in 2003. On the follow-up visit the following month there was no abnormalities noticed. Sixteen days later, the patient presented wtih complaints of discomfort in the area of the incision. At this time incision appeared reddened and opened with a small to moderate amount of purulent drainage. Area was examined and 2-3 sutures were removed at the layer. At first, presentation, doctor removed some suture below skin level and directed patient to limit activity for two days. When patient presented with infection open wound 4 days later, patient was directed to pack with nu gauze daily and dress wound.